Event description:
A malfunction with the code malf 12 was reported, and it was resolved without causing the customer's blood glucose level to exceed 500 mg/dl. Customer support provided assistance by offering pump reset information and helping the customer reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.